Manufacturer narrative:
Including updated information to e2 and e3.

Manufacturer narrative:
The device was returned to olympus for evaluation. During device inspection, it was observed that power supply failed due to possible connection at incorrect voltage, which is also a reportable malfunction. In addition, service found that the lamp, the front panel, and the connector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the evis exera ii xenon light source light control did not activate. The lamp flashed and this condition made the tissues indistinguishable. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon "damaged lamp" likely occurred due to the consumption/expiration of the xenon lamp. Additionally, the phenomenon "power supply failure" likely occurred due to the connection to the wrong voltage. However, the specific root cause could not be determined at this time. The event can be detected/prevented by following the instructions for use which state: "before connecting the endoscope connector to the light source, make sure that it is completely dry. Otherwise, electric shock or equipment damage can result. Do not connect the power plug to the 2-pole power circuit with a 3-pole to 2-pole adapter. It can prevent proper grounding and cause an electric shock. Confirm that the hospital-grade wall mains outlet to which this instrument is connected has adequate electrical capacity that is larger than the total power consumption of all connected equipment. If the capacity is insufficient, fire can result, or the circuit breaker may trip and turn off this instrument and all other equipment connected to the same power circuit". Olympus will continue to monitor field performance for this device.